Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Device lot number not provided/unknown. Reporter's first name and email not provided/unknown.

Event description:
It was reported that the driver did not engage the implant and the implant fell while trying to hold it with the driver. The procedure was finished with another driver.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One hex driver was returned for investigation. Visual evaluation of the as returned product identified major wear and signs of use on the driver. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Functional testing was performed for the returned product and it was determined the driver passed functional testing as it properly engaged and retained an in-house compatible implant. No device malfunction was found with the driver. However, he does not engage event cannot be verified due to the implant in question not being returned. A root cause cannot be determined. The following sections have been updated: h3: changed "no" to "yes".